Manufacturer narrative:
A ge service representative performed an onsite investigation. The footswitch cables were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the system continued to emit x-rays when the foot switch was released. There is no report of injury or death associated with the event described in this complaint.